Event description:
It was reported the patient had no stimulation sensation. The reporter stated their stimulator did not seem to be working for them. The reporter further stated that it was not providing them with any stimulation and this problem started about two days ago. It was noted the patient¿s stimulation was off. It was further noted the patient had turned stimulation on a couple times already and they were not feeling stimulation. The reporter stated they had their device for a while and they know how to use it. It was noted the patient set stimulation at 7.4 v and was not feeling stimulation at that setting. It was further noted the patient tried increasing stimulation to see if that would work, but the patient still does not feel stimulation. The reporter stated they tried programs a, b, c, and d and still they were not getting any stimulation. It was noted the patient had no recent falls or trauma. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products : product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-33, lot# j0337528v, implanted: (B)(6) 2003, product type: lead. (B)(4).